Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery sys. The pt was suffered from tear in the esophagus - little bleeding was found on the area where the capsule didn't attach. According to the medical staff, no intervention was required.